Event description:
It was reported that the patient's blood glucose (bg) level rose to 600 mg/dl between 4 and 24 hours of wearing the pod. The patient¿s father reported the pod was placed on the leg sunday evening at 10:00 pm, and the pod was then changed on monday at 1:00 pm in efforts to resolve hyperglycemia. The bg levels did begin to come down with the new pod placed but the father felt the bg levels could be better managed in the hospital. The patient was taken to the hospital on (B)(6)2025. The patient was experiencing vomiting, hyperglycemia, and not feeling well. The bg levels were high, and labs were monitored. As treatment, the patient received intravenous fluids, and the patient was discharged on (B)(6)2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.